Manufacturer narrative:
A recent review of information received for this complaint indicated that the reported issue would not affect functionality or prevent the end user from providing therapy. Therefore, the reported event does not pose patient harm or injury should the issue recur. In this light, the complaint will be retained within our system; however, please cancel in your system as this event is not reportable.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). The getinge field service engineer (fse) disassembled the monitor and replaced the lcd and maquet labels. The fse re-assembled the unit and performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer; however not cleared for use as the batteries were due for replacement, in which the customer opted to replace at another time. Additional information is being requested with regard to the repair and status of the iabp unit. Investigation is ongoing and results are not yet available. A supplemental report will be submitted if this information is provided to us. The full name of the initial reporter that is abbreviated is (B)(6) and who is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(4).

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) unit's display was found to have a black spot on the bottom left corner of the lcd screen. There was no patient involvement, and no adverse event reported.